Event description:
The account alleged the foot end brake caster would not hold on the stretcher. No pt impact.

Manufacturer narrative:
The account installed brake steer upgrade kit and hex rod to resolve the issue.